Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The pump was unable to perform displacement, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The pump had scratched display window and cracked display window corner.

Event description:
The customer reported via phone call of low blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 68 mg/dl. The customer treated the low readings with 1 glucose tablet. The customer stated that the escape and act buttons were not working. The customer stated that he took the battery out for a while and there was no change. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.